Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for extraction of the pulse generator due to infection. Redness around the device pocket was noted, and the patient had several episodes of self-terminating of non-sustained ventricular tachycardia during the procedure. The pulse generator was explanted and replaced. The patient was in stable condition throughout.